Event description:
It was reported that the patient underwent prophylactic generator replacement due to an increase in depression. Diagnostics were noted to be within normal limits. The explanted generator was discarded by the explant facility. No additional relevant information has been received to date.

Event description:
Per the physician, the increased depression is not related to the vns, as the patient has had a long history of depression. No additional relevant information has been received to date.